Event description:
The case states that there is a block in the suction channel on a hook-up for medivators dsd edge aer. No flow of high level disinfectant through this channel of the endoscope during reprocessing, therefore potential cross contamination between patients.

Manufacturer narrative:
The case states that there is a block in the suction channel on a hook-up for medivators dsd edge aer. No flow of high level disinfectant through this channel of the endoscope during reprocessing, therefore potential cross contamination between patients. Suspect part has been returned to medivators for further evaluation. Digital radiography confirmed the occlusion in the barbed fitting of the hookup was due to the fitting not being completely drilled by medivators supplier. Blockage identified through routine inspection of the hook-up per the dfu by the customer. It is unknown if the hook-up was used to reprocess scopes. There were multiple attempts to contact the customer with no success, therefore, it is undetermined as to whether this hook-up was used to reprocess scopes. The data (incoming inspection and complaint) supports the notion that this was an isolated incident. Medivators issued scar s1697 to the vendor to ensure they are conducting 100% inspection per the specifications. Remaining lot stock was checked and all were found to be acceptable. To date, there are no reports of patient illness or injury. This complaint will continue to be monitored within medivators complaint system.